Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 47.0cm was returned for analysis. External and internal insulation abrasion was noted at 8.5-9.5cm from the lead tip. Externalized conductors due to internal insulation abrasion were noted at 13.5-17.0cm from the lead tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 18.5-19.0cm from the lead tip. The etfe coating was abraded at 18.7cm from the lead tip.

Event description:
It was reported that during routine device change out, externalized conductors were observed via x-ray. Lead was explanted and replaced. There were no adverse consequences to the patient.